Manufacturer narrative:
Final analysis found that the insulation was abraded at 35.4 cm to 35.6 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise complaint from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the operating room for an unrelated procedure and planned lead replacement. The atrial lead exhibited noise. The lead was replaced successfully on (B)(6) 2016. The patient was stable post procedure and would continue to be monitored.